Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm2) was performed. Unit meets specifications and was returned to service.

Manufacturer narrative:
Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed and indicated no anomalies which could have contributed the customer's experienced issue. The unit met all specifications at the time of release. The service history for this unit for the past six months ((B)(6) 2012 to (B)(6) 2013) did not identify any significant trend. The trend for the product malfunction code of odor/smells identified a breach due to the ous remediation effort contained in a CAPA. A review of the complaint history did not reveal a significant trend for us data over the past twelve months ((B)(4) 2013 through (B)(4) 2013). The fmea revealed the risk is at an acceptable level. The shuma indicates the risk is broadly acceptable for moderate level injury or exposure and as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were available for analysis. Insufficient information is available to determine if the reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
An international customer reported an event of an odor emitting from the catalytic converter of their sterrad 50 sterilizer. There was no report of human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.